Event description:
End user reports 10 catheters from unknown lot number "all tore on the paper end finger hole at the top when he went to open them prior to use each time." No photo was provided.

Manufacturer narrative:
Device 8 of 10. Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. Should additional information become available, a follow-up report will be submitted. (B)(4).